Event description:
Biomed engineer was performing a "max vacuum" test on a crash cart when the canister lid imploded. There was no pt involvement and no injury reported.

Manufacturer narrative:
Pieces of the lid that were returned were photographed and subject to ftir analysis. Ftir indicated a high degree of oxidation consistent with uv embrittlement. Canister was a component of a portable pump, exposed to lighting for an extended period. Product was two years past its expiration date.